Event description:
Complainant alleged that during functional testing, the device was unable to detect the attached CPR-d electrodes and a set of pediactric pads were not able to be attached. The device also prompted a "unit failed" message. Complainant indicated that there was no pt involvement in the reported malfunction.